Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The IFU states in the limitations section: "warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."

Event description:
An advia centaur xp ca 19-9 greater than 700 u/ml result was obtained for a patient sample. The advia centaur xp system performed a 1:200 automated dilution and gave a result of error. The technician performed a manual 1:100 dilution and obtained a result less than the dilution point of 700 u/ml. The technician did not like the result and then respun the sample and ran it again neat. The result again was greater than 700 u/ml. The system ran an automated 1:200 dilution and gave a result of 307.98 u/ml. The customer reported out the result of 307.98 u/ml based on the patient's previous result a few months ago of about 200 u/ml. The doctor has not questioned the result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00051 on march 11, 2017. On 05/04/2017 additional information: the patient sample was sent for further testing and investigation. Siemens tested the patient sample with the advia centaur xp ca19-9 lots 052392 and 052388. The sample recovered > 700 u/ml on both lots. Therefore, this is not a lot specific issue. Siemens also tested the sample with the dimension vista ca19-9 assay and the sample recovered > 1000 u/ml. When the sample was diluted and tested the with dimension vista ca19-9 assay, the value was 2,418 u/ml. The patient sample was treated with a heterophilic blocking tube (hbt). The treated sample was tested and it recovered > 700 u/ml with the advia centaur xp ca19-9 lot 052392 and > 1000 u/ml with the dimension vista ca19-9 assay. It is unknown if the values decreased after treatment with the hbt. Ca19-9 results (u/ml): lot 388 advia centaur xp neat, replicate 1 >700.00, replicate 2 >700.00. Lot 392 advia centaur xp neat advia centaur xp pretreated (hbt) replicate 1 >700.00 >700.00 >700.00 >700.00 lot 16239bb dimension vista neat dimension vista automatic dilution dimension vista pretreated (hbt) replicate 1 >1000.0 2121.8 >1000.0 replicate 2 >1000.0 2714.4 >1000.0 after this testing, there was not enough sample to perform dilutions with the advia centaur ca19-9 assay or test the sample with the immulite gi-ma (ca 19-9) assay. The cause for the discordant advia centaur xp ca19-9 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.